Manufacturer narrative:
The device was received for evaluation. During functional testing, the device failed the flow accuracy verification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the faulty pressure plate springs. The pressure plate springs require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device failed the flow accuracy verification test. The volume to be infused was 125ml at 125ml/hr. 112.471ml was infused. No additional information is available.